Event description:
A potential product issue has been reported internally with our oncor linear accelerator. In the abundance of caution this issue is being reported. It was identified that the flat panel motion stop feature was not working. It was found that the motion stop bypass at s31 was bypassed and no indication was given. It has been determined that there is a mention about this issue in the user manual: "imaging system motion stop bypass" button is not to be used in oncor-primus. For oncor-primus, this button should be disabled since it is possible that the customer may inadvertently press the button while resetting other interlocks. This action may cause the motion stop function of the flat panel becomes inactive. There has been no mistreatment or injury reported.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) reason: if the motion stop is bypassed, the collision avoidance of the imaging system does not work. The collision avoidance system is an additional safety feature intended to prevent injury and broken parts. The complaint behavior may potentially result in a serious injury. Probability: b (improbable) reason: the bypass button is inside the system and it is very unlikely, that a user will push this button by mistake. There is a lamp inside the button to indicate when the button is pushed. When restarting the system (at least once a day!) The interlocks are activated again and there is no longer a bypass of the motion stop function. This is not completed as this event is not specific to a single machine. A final corrective action decision and subsequent action is pending further investigation.